Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: overweight, calcification in the surface on the device, crease fold and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. Overweight is due to the opening and the entry of fluids into the device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on the device due to an unidentified (tear) opening.

Event description:
Physician reported a capsular contracture, baker grade iii. The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a capsular contracture, baker grade iii. The device was explanted. Left side.